Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient underwent an arthrotomy on (B)(6), 1997 to remove the trochanteric bolt due to bursitis. It was further reported patient underwent a radical debridement procedure on (B)(6), 1997 due to infection. Patient was reimplanted on (B)(6), 1997. No further information has been provided.